Manufacturer narrative:
The reported event was unable to implant. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device exchange procedure, the new right atrial (ra) lead was unable to implant in the appropriate part of the patient's atrium. The physician opted to not use the new lead and kept the old ra lead that was originally implanted in the patient.